Event description:
It was reported that during a laparoscopic sigmoidectomy procedure, a high pitch sound was heard when the smoke exhaust tube was connected to the device and was activated. The abdominal air pressure was 10 mmhg. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). Additional information: were any noises heard such as whistling or hissing? ---yes. If so, did the noise prevent insufflation? ---yes. Was there a drop in pressure? If yes, did this affect the visibility of the surgeon? ---no information. What was the gas consumption rate or volume (liter/minute)? 10 mmhg. Were you able to identify where the leak was coming from? ---no information. Was a device inserted in the trocar during the leaking? ---yes. If so, what device? ---a forceps. Was any torque being applied to the trocar or device? ---no information.

Manufacturer narrative:
(B)(4). The analysis results found that the device was returned in good condition. In an attempt to replicate the reported incident, the device was functionally tested to detect any leaking issues. Upon evaluation of the device, it was functionally leak tested and passed. The device was fully functional according to the manufacturing requirements. No conclusion could be reached as to what may have caused the reported incident. As the obturator was not received and it is the part that has the batch stamped, we did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformances.